Event description:
The customer reported an alarm during the manual prime. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a loose drive support disk. The insulin pump had missing segments due to an open lcd zebra connector. Cracked battery tube threads and cracked reservoir tube lip were noted during visual inspection.